Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the torque wrench [product code: 2770-40-510, lot number: e0707] was not returned to the complaint handling unit (chu). Instead, the sample was returned to 5 star for rework and recalibration. Five star surgical, inc has performed the torsional test for the torque wrench and provided the results to the complaints handling unit. Torque wrench was tested at 60 in*lbf, 80 in*lbf and 100 in*lbf torque setting points on a torque meter (gage ID#: 78862). Six readings were recorded at each mountz and teledyne torque service limit range. It was found to be consistently within the specification limit for all three parameters. A review of the device history record (DHR) could not be performed on the torque wrench (product code: 277040510, lot number: e0707) no manufacturing records could be located for this part/lot combination. If further information becomes available this DHR can be revisited. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The investigation could not verify or identify any evidence of the device contribution to the reported problem. It is not suspected that the device failed to meet specifications. No corrective action/preventive action (CAPA) is necessary now as no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the torque wrench [product code: 2770-40-510, lot number: e0707] was not returned to the complaint handling unit (chu). Instead, the sample was returned to 5 star for rework and recalibration. The sample is not expected to be returned at this time. A review of the device history record (DHR) could not be performed on the torque wrench (product code: 277040510, lot number: e0707) no manufacturing records could be located for this part/lot combination. If further information becomes available this DHR can be revisited. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting per procedure 103393127. Without the device, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action (CAPA) is necessary at this time as no issues could be identified in the manufacturing or release of this product. Therefore, this complaint will be closed with no further action required. If more information and/or the complaint sample become available at a later date, the complaint will be reopened, and the product will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the torque calibration failure during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This report is for a torque driver. This is report 5 of 10 for (B)(4).